Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed at one day post bilateral lasik surgery. Patient was noted to have been treated with tapered steroid eye drop therapy. Additional follow up indicated the issue was resolved at day five post-op. No refraction was performed, and the patient is happy with visual acuity. This report addresses the right eye, and a separate manufacturer report will be filed for the patient's left eye.